Event description:
The pt developed an infection of the right total hip replacement as well as loosening of the acetabular component. All components were removed. The pt is on antibiotics for 6 to 8 weeks before the revision will be performed.

Manufacturer narrative:
Summary of eval: the info provided and the eval results indicate that this event is not device related but is associated with pt infection. The wear observed on the acetabular insert is not necessary unusual for the reported period of implantation.